Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited nonphysiologic noise and oversensing resulting in an inappropriate shock to this patient. This patient then experienced ventricular fibrillation (vf) which this s-ICD appropriately shocked however the first shock did not convert the arrythmia. The second shock successfully converted. Technical services (ts) recommended pocket manipulation and imaging. Ultimately, this s-ICD system was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited nonphysiologic noise and oversensing resulting in an inappropriate shock to this patient. This patient then experienced ventricular fibrillation (vf) which this s-ICD appropriately shocked however the first shock did not convert the arrythmia. The second shock successfully converted. Technical services (ts) recommended pocket manipulation and imaging. Ultimately, this s-ICD system was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.